Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿the mesh had grown directly into the bowel as there was a tangled mass of small bowel directly underlying the mesh¿. It was reported the surgeon also noted ¿it was difficult to peel the various fragments of the mesh off of the bowel, which adhesions caused a serosal tear and removed as much of the mesh as could be mobilized¿. It was reported the surgeon diagnosed the patient ¿with a small bowel obstruction secondary to extensive adhesions of her mesh¿. It was reported that the patient experienced severe pain, nausea, diarrhea, loss of appetite, chills and inflammation. No additional information is provided.